Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Hold for mary 6.11.20information received by medtronic indicated that their insulin pump had compromised force sensor system alarm and motor error alarm. Customer reported that they received battery out limit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, occlusion test or excessive no delivery test due to a33 alarms. The motor was tested outside the device and passed.